Event description:
The catheter kinked during a sheathless insertion. A second iab was inserted without any problems. On 11/13/97, datascope was notified that the iab was probably discarded and would not be returned for evaluation. Event complications: none from the event - reported 9/18/97. Pt current status: unk - rpt'd 9/18/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hosp.